Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to high capture threshold. Patient was in stable condition after the procedure.